Manufacturer narrative:
Vyaire medical complaint number (B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the adjust knob had been over-rotated count clockwise and required to be reset in order for the adjust knob to be in the correct position to where the manual stop was located. The fsr reset the adjust knob and performed the patient circuit calibration and performance check. The unit meets manufacturer's specifications.

Event description:
The customer reported that the respiratory therapists ran the patient circuit calibration and performance check before placing the ventilator on a patient. The ventilator passed the pre-use checks to specifications. During the night while the device was in use on the patient, the end-user noticed that in order to obtain the mean airway pressure (map) of 8 cm h2o, the bias flow had to be up to 18 lpm. The adjust and limit knobs were at the maximum. The ventilator was swapped out for another ventilator and there was no patient compromise. Once the ventilator was removed from the patient, the customer verified that the ventilator did not pressurize to specifications. The highest map the customer could achieve was 38 cm h2o at a bias flow of 40 lpm.